Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. Device evaluated by manufacturer? No. Device not returned. (B)(4). Claim # (B)(4). Device not returned.

Event description:
The reporter indicated the surgeon partially inserted a 13.2mm vticmo13.2 implantable collamer lens into the patient's left eye on (B)(6) 2015. On insertion, a tear developed in one of the footplates. The lens was not fully implanted. The lens was removed at the time but not replaced. On (B)(6) 2016 a icl was implanted.

Manufacturer narrative:
The product evaluation found that the lens was returned in liquid in the lens case/vial. Visual inspection found the haptic torn and foreign material on the lens surface. (B)(4).